Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd set disp low sorbing was damaged the following information was received by the initial reporter with the verbatim: cracked drip chamber.

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.

Event description:
No additional information.

Manufacturer narrative:
Correction: lot number previously submitted was incorrect. The lot number is unknown. Investigation results: three 273-053v samples were received for investigation of pr (B)(4), in which the customer has stated: "infusion set breakage." However, only two of the three samples provided matched the feedback. Examination of the third sample noted a crack in the drip chamber component. This issue had not been reported in the initial feedback; therefore, this complaint was raised on the customer's behalf. No packaging was received with the sample; therefore, the lot number is unknown, and residual fluid was noted to be present throughout the line. As part of a continuous improvement activity, bd have initiated a project to improve the functionality of the drip chamber component by changing its raw material. Testing has shown that the use of an alternative material can reduce such instances of cracking. In order to implement this change across multiple product codes, full validation and verification testing needs to be completed. Please note, while these processes are being completed, the current drip chamber component is being subjected to additional in-process testing, in order to reduce the likelihood of cracking. As no packaging was provided with the returned sample, the lot number cannot be identified; therefore, it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that, whilst there are other complaints received against the drip chamber component, this is considered a rare occurrence. The bd designated complaints handling unit will continue to monitor incoming feedback very closely in order to ensure that this trend is not increasing. Please continue to report these events if they occur.

Event description:
No additional information.